Event description:
It was reported that a patient underwent a davinci assisted sacropolpopexy on (B)(6) 2012 and mesh was used. Concomitantly, the patient underwent a robotically assisted laparoscopic total abdominal hysterectomy with a bilateral salpingo-oophorectomy and cystourethroscopy. The patient experienced bleeding and returned to the surgeon with a mesh exposure on (B)(6) 2012. The device was removed on (B)(6) 2012. The current condition of the patient is unknown.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-07689. The same device is represented in each medwatch as it was involved in two events. (B)(4).